Event description:
Patient was ordered bolus of plasma-lyte a started at 0947, prior to completing bolus, pump alarmed for a downstream occlusion. Rn went to assess the patient and pump, pump screen then showed, "system error" and shut off by itself.